Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 590 mg/dl with ketones present. Allegedly, the customer did not change the pump profile in accordance to the time zone. Reportedly, the pump history had no alerts or alarms and showed that customer delivered a bolus and was receiving basal deliveries. Customer was released from the hospital on (B)(6) 2019 with bg in normal range. And the issue resolved with no permanent damage sustained.